Event description:
Distributor sales representative reported an incident where two electrodes from the same sterile package were of different length when they should have been the same. The scrub nurse noticed when she opened the kit that the electrodes were different lengths; one was 245mm and the other was 272mm. Electrodes were put aside and another package was used. There was no patient impact as a result of this incident.

Manufacturer narrative:
The product was returned to fhc for evaluation. The longer electrode was an incorrect electrode type and was 27mm longer than the correct electrode. This error should have been noted during final product inspection and packaging. Due to the potential for patient injury from this error, the product lot has been recalled, and will be inspected to ensure it is the correct length.